Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Investigation of the download data from the returned pod showed that the pod generated a 0x6a occlusion alarm. Rerun of the pod did not replicate the original data or the occlusion alarm. Inspection of the fluid path and drive mechanism components found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the occlusion alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 277 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the back. For treatment, the patient gave a correction bolus of 4 units.